Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a cpapdevice's sound abatement foam. The patient has alleged nose irritation, asthma (new or worsening), lung disease. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Manufacturer narrative:
Additional information was received on mar 10, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose irritation, asthma (new or worsening), lung disease and the previous report was submitted as product problem, based on the updated information it should be serious injury. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed box b and h were updated in this report.